Event description:
When attempting to insert cannulated delta bio-interference screw, tip of screw broke off. Surgeon used a different screw to complete the procedure. The larger pieces of the screws that were loose, were removed from the wound. The tips remain in the bone. Hosp did not report any adverse consequences with the pt as a result of this event. This device is used for treatment.